Event description:
The surgeon reported using permacol in a pt who prior to surgery had an uncontrolled mrsa wound infection. The surgeon implanted the permacol in an intraperitoneal position as an open procedure underlay technique and the wound was closed primarily. Vancomycin was prescribed for 72 hrs postoperatively. However, part of the permacol broke down.